Manufacturer narrative:
On 14-may-2024, additional information was received indicating the patient fully recovered and was discharged from the hospital. Transseptal puncture was performed with rf needle. No steam pop was confirmed. No error messages observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After ablation procedure completion, when the patient was moved to a bed, the patient complained of respiratory pain. Her chest was checked by echocardiography and it revealed pericardial effusion. Pericardial drainage was performed. The physician's opinion on the relationship between the event and the product is that there was the possibility that the coronary sinus (cs) catheter was pushed a little while operating the catheter. At that time, it may have been perforated. No abnormalities were observed prior to or during use of the product. Additional information received indicated the cs catheter used was a ¿beeat¿ by japan lifeline co.,ltd. After follow-up observation, the patient was admitted to a general ward and then was discharged. Steam pop was not confirmed. No error displayed during the procedure.

Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: field d4. Catalog has character limitations and could not fit the entire catalog number of unk_smart touch bidirectional sf. Field e1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).